Event description:
The ge oec 9800 fluoroscopy system had one instance of fluctuating contrast during a back injection case. This issue only occurred once. Otherwise the system functioned normally.

Manufacturer narrative:
A ge oec service representative investigated this issue and could not duplicate the problem. This was a single occurrence of fluctuating brightness and contrast. The issue did not compromise patient care or delay procedure. The facility did not provide any patient information with respect to the issue.